Manufacturer narrative:
Country of event: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for unknown indications for use. The patient has been setting off security portals and feels electric discharges/shocks in their hands when using an escalator since the last setting change. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. No diagnostics or troubleshooting were performed related to the event. The patient has begun avoiding touching the ramps and going through portals very fast. The device was programmed to 3.5 v, 60 usec pw, and 130 hz on right side and 4.0 v, 60 usec pw, and 130 hz on left side.